Manufacturer narrative:
Investigation pending.

Event description:
Caller (pt's daughter) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio2: 1.5, lab: 2.3. Pt's daughter is an ER nurse and understands how to use the meter.